Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for high out of range shock impedance measurements greater than 125 ohms. Technical services (ts) reviewed the data and noted that rv pacing impedance had been rising but was still within range. Ts recommended programing options. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.